Event description:
A low readings issue was reported with the adc device. A caller reported that a low scan of 38 mg/dl was received on the sensor when compared to a laboratory result of 242 mg/dl. When the results were plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. No symptoms were reported however, it was reported the customer self-treated with "134 units of insulin, forxiga, trayenta, furosemida, benlafacina, aspirina protect, atabostatina, and tansolsina". The customer then seen in a hospital where additional insulin was administered for treatment. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. A caller reported that a low scan of 38 mg/dl was received on the sensor when compared to a laboratory result of 242 mg/dl. When the results were plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. No symptoms were reported however, it was reported the customer self-treated with "134 units of insulin, forxiga, trayenta, furosemida, benlafacina, aspirina protect, atabostatina, and tansolsina". The customer then seen in a hospital where additional insulin was administered for treatment. No further information was reported. There was no report of death or permanent injury associated with this event.